Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic that the insulin pump had broken sensor. The needle was separated from the sensor during insertion. No further details were given. No harm requiring medical intervention was reported. The sensor will be returned for analysis.